Manufacturer narrative:
(B)(6). (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle bent, needle breaks off during use and needle separates (detached) on lot # 9098956. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle bent, needle breaks off during use and needle separates) was captured and addressed appropriately investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9098956. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced the cannula breaking off/pulling out during use. The following information was provided by the initial reporter: once again, the syringe's needle is defective. The issue regards that several times I've received the syringe with the needle defective, making it improper to be used. When she was going to put the safety shield, the needle has totally detached from the syringe (broken issue). The issue was observed as soon as the protective orange cover was removed from the needle. Customer reports (by phone call) that the needle was with its tip bent, and broke during use. The issue of needle bent was identified prior to its use, but her son tried to use it anyway, and then the needle broke.